Event description:
It was reported a solution set broke. When the medical staff attempted to press the blue slide clamp into an unknown baxter pump, the clamp "broke in half." The patient received an unknown volume of an unspecified "vasopressin bolus." In turn, the patient "briefly" became hypertensive. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.